Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex in its original product packaging. The valve in its original jar fully submerged in clear unknown solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact. Creases were found on all leaflets.: as received, all leaflets appeared partially closed with a large gap between the free margins. Remnant, bloody coagulated tissue noted on top of commissure 3-1. All commissures were intact. The valve was placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve to complete the loading simulation; no visual or tactile anomalies were noted. The valve was then deployed in a warm saline bath to perform deployment simulation. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. The valve was fully deployed; no anomalies were noted during the complete deployment of the valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was constrained at 80% release. The valve and delivery catheter system (dcs) were removed, and a pre-implant balloon aortic valvuloplasty (bav) was performed. The valve and dcs were replaced to complete the procedure. No adverse patient effects were reported.